Manufacturer narrative:
The results of this investigation confirmed that the 14f amplatzer torqvue delivery system sheath was kinked and cracked. A review of the device history record confirmed the sheath met all visual, dimensional and functional specifications at the time it was manufactured, prior to shipment. There was no evidence to suggest there was an intrinsic defect in the sheath and the cause of the event remains unknown.

Event description:
After the transseptal sheath was exchanged for the 14f amplatzer torqvue delivery system, the patient developed st-segment elevation. The procedure was stopped and CPR was started. Per report, the patient had an air embolization and after 30 minutes the patient was reported as stable. Per report, the delivery sheath was noted to have a crack on the shaft. The suspected cause of the air embolism is unknown.

Event description:
After the 14f amplatzer torqvue delivery system was exchanged, the patient developed st-segment elevation. The procedure was stopped and CPR was started. Per report, the patient had an air embolization and after 30 minutes the patient was reported as stable. Per report, the delivery sheath was noted to have a crack on the shaft. The suspected cause of the air embolism is unknown.